Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be loudspeaker defective. In consequence the corrections to replace the loudspeaker corrected the issue. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: I checked the logs and found that "loudspeaker defective" was occurring. I also noticed that tf485001, 432003, and 446029 were occurring. The hospital technician reported that c1 was already out of service at this time and that this was when he was checking the machine. There has been no reproduction since then. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: I checked the logs and found that "loudspeaker defective" was occurring. I also noticed that tf485001, 432003, and 446029 were occurring. The hospital technician reported that c1 was already out of service at this time and that this was when he was checking the machine. There has been no reproduction since then. No patient involvement.